Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). . Corrected primary di number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. During inspection, it was found that the device was vibrating too much and that no water was coming from the drainage valve. The reported issue was resolved by replacing the drainage valve. The device passed all tests and was returned to customer for clinical use. The replaced part was not returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).